Event description:
It was reported that the patient had a neurostimulator system implanted in the right abdomen. The system was "rejected". The site remained red, bruised, and hot to the touch. The patient underwent surgery. All system components were removed. No patient outcome was reported. Additional info has been requested, but was not available as of the date of this report.